Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial# (B)(4)) found that the setscrew in the ins was backed out too far. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) that a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor under went an ins replacement surgery because their ins was at end of life (eol) and there were impedances. When the surgeon removed the old ins the lead came right out of the header block without the use of a torque wrench. When the new ins was connected the impedances were resolved. The issue was noted as resolved at the time of this report and no patient symptoms were reported. There were no complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.